Event description:
The manufacturer received information alleging a low inspiratory pressure condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation control module was replaced to address the issue. Additional findings not related to the malfunction/issue was a noise coming from the device. The blower was replaced to resolve this issue. After replacing these parts, the device ran for two hours and passed all testing. The device was found to be operational.